Manufacturer narrative:
E1, f5 - phone number: (B)(6). Device evaluation: the device evaluation of the echo-hd-22-ebus-p-c device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Images provided by the customer show the device along with a kink at the distal end of the needle. Manufacturing records prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c2049576 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The precautions section of the instructions for use, ifu0110 which accompanies this device instructs the user to ¿and "ensure the stylet is fully inserted when advancing the needle into the target site".¿ there is evidence to suggest that the customer did not follow the instructions for use (ifu0110). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. A definitive root cause could be attributed to use error as the stylet was not fully inserted prior to advancement of needle into the target site. Additional information received in the patient/event info - notes under q.28 confirmed that the stylet was partially removed prior to advancement of needle into the target site which is considered use error under the precautions section of the instructions for use. It may be noted that failure to keep the stylet in place lead to a distal kink which lead to the needle advancement issue. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of use error was determined as the stylet was not fully inserted prior to advancement of needle into the target site.

Event description:
The ebus procedure was performed, the endoscope was inserted through the mouth into the trachea. Lymph nodes groups 2, 4, 7, 10 and 11 were examined, than the access for fine-needle biopsy through the bifurcation was selected (lymph nodes group 7). A needle was inserted through the endoscope channel; the device was attached to the accessory channel port by rotating the handle clockwise. Attempts to remove the needle from the sheath to perform biopsy gave no results. The needle was removed from the working channel. Outside the endoscope, the needle was removed from the sheath with great effort. It was decided to replace the needle with another of the same configuration (also echo-hd-22-ebus-p-c). The second needle was used to perform a puncture without any problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? N/a, yes, no yes, there are images of device after the procedure, they were in the attachment 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end the sheath had some kind of kinks after it was removed from the working channel ¿ take a look at the picture provided. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no no. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? N/a, yes, no no 7. Was the device used in a tortuous position? N/a, yes, no no 8. Was puncture of the target site difficult? N/a, yes, no no 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Lymph nodes group 7 10. Please describe the size of the intended target site. The size of the intended target was 1,8 cm 11. If not with the device in question, how was the procedure performed and/or finished? It was decided to replace the needle with another of the same configuration (also echo-hd-22-ebus-p-c). The second needle was used to perform a puncture without any problems 12. Was the device damaged in packaging prior to removal? N/a, yes, no no 13. Was the device damaged on removal from packaging? N/a, yes, no no 14. Was force required to remove the device? N/a, yes, no no 15. Did the patient require any additional procedures as a result of this event? N/a, yes, no no 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day yes, same procedure 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no yes. 19. If yes, please specify what was observed and where on the device it was observed. The sheath had some kind of kinks after it was removed from the working channel ¿ take a look at the picture provided. 20. What is the scope manufacturer and model number that was used? Pentax convex ultrasound video bronchoscope eb-1970uk 21. Was resistance felt while inserting the device through the scope? N/a, yes, no no 22. Was the scope recently serviced / repaired? N/a, yes, no yes, last service and repair was in 2023, after that lot of punctures were made successfully. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Attempts to remove the needle from the sheath to performed biopsy gave no results 24. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no no 25. Was difficulty experienced while retracting the needle? N/a, yes, no it was difficult to retract the needle out of the sheath 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no. No, look at the previous answer 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no no 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no yes 29. How many samples were obtained (passes completed) with this needle? Zero 30. Did any section of the device detach inside the patient? N/a, yes, no. No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no. No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no the needle tip was not advanced into the target 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? The needle tip was not retracted out of the sheath.